Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2009 as part of a clinical study. Subsequently, a revision procedure was performed on (B) (6) 2009 to remove the components due to infection. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certificate confirmed that lot was sterile released. There are warnings in the package insert that state that this type of event can occur. This device is in a clinical study and not available for evaluation.